Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Related manufacturer number 2916596-2020-01598.

Event description:
It was reported that the patient expired. According to the log files the patient experienced a system stop that was associated with the disconnection of the driveline. Related manufacturer number 2916596-2020-01598.

Event description:
Related manufacturer report number: (B)(4). It was reported that it was unclear what the cause of death was as the patient was taken to an outside hospital initially. He had multiple low flow alarms and was unresponsive and arrested. Acls protocol was initiated and unable to resuscitate the patient. The cause of death was not considered to be device related. The device operated as expected according the vad coordinator. The product will not be returned for evaluation.

Manufacturer narrative:
Section h1, b1, b2: correction. Section b5: additional information. Manufacturer's investigation conclusion: the system controller (serial number (B)(6) ) was returned for evaluation following the patient expiring. The system controller was functionally tested and was found to perform as intended. The provided log file was reviewed; however, it contained no notable events related to the system controller. All observed low flow events have been addressed via the pump¿s investigation(MFR # 2916596-2020-01598). A correlation between the reported event and the system controller was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.